Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with lucea 50 surgical light. As it was stated, the customer reported light head would not hold position. Upon inspection it was found that light head set screw and set screw plug was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with lucea 50 surgical light. As it was stated, the customer reported light head would not hold position. Upon inspection, it was found that light head set screw and set screw plug was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification as the light head was not holding a position and it contributed to the issue. There is no information if in the time of event the device was or was not being used for patient treatment. According to the subject matter expert, the missing parts have been removed by the customer. In relation to this, the light head could not stay in place. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 ¿ general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Disinfection product test: maquet sas described how to perform the material resistance test in the working instruction ref. (B)(4). To avoid degradation of the shell it is recommended to respect the contact time and to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. In 2015, a design change improved the braking system and the mechanical durability of the upper cover. In user manual 01741en09, there is an information included to check the device for impact marks and any other damage. To prevent similar incident, it is recommended to respect the cleaning instructions avoiding: prolonged exposure to detergents and disinfectants solutions, high concentrations & prohibited products. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer's reference number: (B)(4).